Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was planned for use during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of a pt. During the preparation, it was noticed the stent and the directions for use (dfu) were missing from the sealed package. The procedure was successfully completed with another rapid exchange biliary stent with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant info becomes available, a supplemental medwatch will be filed. (B)(4).